Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. A manufacturing record evaluation was performed for the finished device lot md5083, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific number of patient events. If reported issue noticed during same patient event /procedure then provide the following: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure for each reported issue. What do you mean by " suture is dissected from the needle" did the whole suture thread separate/pull off/detach from the whole needle. If yes- total qty involved for this issue. When was the suture breakage noticed- intra-op=during use on patient ? Or post-op= after procedure completed and total qty involved for this issue? Was procedure completed successfully? Note: events reported in 2210968-2020-01135, 2210968-2020-01136, and 2210968-2020-01137.

Event description:
It was reported that a patient underwent a hypospadias procedure on (B)(6) 2020 and suture was used. During the procedure, the suture dissected from the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/19/2020. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure for each reported issue ? 3units for the same surgical act. What do you mean by " suture is dissected from the needle" did the whole suture thread separate/pull off/detach from the whole needle? Suture was detached from the whole needle. When was the suture breakage noticed- intra-op=during use on patient ? Or post-op= after procedure completed? During use on patient. Was procedure completed successfully? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For this patient that underwent a hypospadias procedure, please confirm 2 sutures pulled off of the needle and 1 suture broke.